Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 508 mg/dl. The customer was admitted to the hospital. Customer was treated with insulin drip. The customer before going to the hospital she shot up 22 units. Customer stated she ate while at the hospital and had an allergic reaction.